Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site for instrument evaluation. After evaluating the instrument, the cause for the discordant calcium result was determined to be an obstruction in the main vacuum tubing for the instrument dryer nozzles. The fse replaced the tubing and checked the instrument vacuum, dryer nozzles and ran qc. The instrument is performing according to specifications and no further evaluation of the system is required.

Event description:
A discordant advia 1800 calcium (ca) result was obtained on one patient on an advia 1800 instrument. The discordant result was reported to the physician. The same sample was repeated on an alternate system and the corrected result was reported. There are no known reports of adverse health consequences or patient intervention due to the discordant calcium result.